Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm log was reviewed. During power on self-test an f-94 alarm was found; the cause of this was a damaged battery. The damaged battery was determined to be the cause of the reported condition. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not power on. There was no patient involvement. No additional information is available.